Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.96ng/ml was obtained. The accu tni result was reported out of the lab. The customer was re-tested the original samples twice for accu tni and obtained 2 results of 0.01ng/ml. On the same day a fresh sample was collected from the pt and tested for accu tni; the result was 0.02ng/ml. After the initial run, the sample was re-tested and the repeated result was 0.02ng/ml. The pt was admitted to ccu for further monitoring. Based on available info, the pt has been discharged.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System checks performed prior to the event, on 11/7/06, and after the event, on 11/14/06, were within specifications. The specimens were collected in serum, bd, 12x75mm tubes, clotted for 10 minutes and centrifuged for 5 minutes. No other condition or events occurred in conjunction with the erroneous result. The sample in question was not reported to be: lipemic, icteric, or hemolyzed. A field svc engineer (fse) was dispatched to the customer's lab on 11/15/06. The fse performed filed diagnostic testing and results passed within specifications. The fse verified the instrument per established procedure; results met published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.